Event description:
It was reported that the coating was coming off the tip. A soloist needle electrode was selected for use in a radio frequency ablation procedure of an osteoid osteoma in the femoral bone. While unpacking the device, it was observed that the soloist had a defect in insulation, and the plastic coating was coming out from the tip of the needle. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: patient is under 18 years old device/media analysis by manufacturer: the device was not returned for analysis; however, a photo was provided and it was possible to observe the insulation sheath distal section. Additionally, it was possible to observe that the sheath was damaged.

Manufacturer narrative:
A2: age at time of event: patient is under 18 years old. Device/media analysis by manufacturer: the device was not returned for analysis; however, a photo was provided and it was possible to observe the insulation sheath distal section. Additionally, it was possible to observe that the sheath was damaged. One electrode needle was returned inside the insulation sheath for analysis and its respective connection cable. The insulation sheath was damaged at the distal section. An electrical evaluation was performed by measuring the continuity, the electrode was able to conduct current indicating proper connectivity. Resistance between the electrode and corresponding tine was within specification.

Event description:
It was reported that the coating was coming off the tip. A soloist needle electrode was selected for use in a radio frequency ablation procedure of an osteoid osteoma in the femoral bone. While unpacking the device, it was observed that the soloist had a defect in insulation, and the plastic coating was coming out from the tip of the needle. The procedure was completed with another of the same device. No patient complications were reported.